Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range shocking impedance measurement of 126 ohms. Normal measurements have been between 100-120 ohms. No adverse patient effects were reported.

Event description:
It was reported that the shock impedance measurement has increased to high, out of range values. A defibrillation threshold (dft) test was completed, and the shock impedance values were still high, out of range. According to the field representative, they will continue monitoring the system. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shock impedance measurement has increased to high, out of range values. According to the field representative, the increase in values showed gradual behavior and remained consistently high. A defibrillation threshold (dft) test was completed, and the shock impedance values were still high, out of range. According to the field representative, they were going to continue monitoring the system. The implantable cardioverter defibrillator (ICD) has been explanted, and the right ventricular (rv) lead has been surgically abandoned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance measurement had now increased to greater than 150 ohms. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.